Event description:
It was reported the patient had an invance sling implanted on (B)(6) 2005. It was indicated that the patient's incontinence worsened after the sling was implanted. No additional patient complications were reported in relation to this event.